Event description:
The paramedics attempted to use the device for monitoring a pt described as in an altered mental state. It was reported that the device failed to power on properly and displayed an all orange monitor screen and the service indicator. The device operator cycled power to the device, however, the issue was not resolved. A backup device was made available and used for pt monitoring throughout the remainder of the call. There were no adverse effects to the pt reported as a result of device use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.